Event description:
It was reported that during interrogation, the programmer displayed a delay in the mode and rate. The programmer was rebooted and the device was interrogated and the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.